Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date - 2009, inratio - 2.0, lab - 4.3.

Manufacturer narrative:
Patient is anemic and is on medication. Hct level is low, but unknown. No other investigation was performed based on the values reported where within the confidence limits. Inratio - 2.0, lab - 4.3, mean - 3.15, confident limits - 1.9-4.6. This event is reportable, because a recurrence may cause or contribute to a death or serious injury.